Event description:
As reported by the user facility: the tubing is pulling out of the yellow portion of the huber while pts are at home and they are bleeding all over the place. No pt were hurt. Lots number's are 0061151324, 0061154967, and 0061159955.

Manufacturer narrative:
Lot# 0061151324 - manufactured 02/2011. Lot# 0061154967 - manufactured 04/2011. Lot# 0061159955 - manufactured 04/2011. The sample has not yet been received from the facility for eval. Without the sample, a thorough eval could not be performed. Several attempts were made to contact the reporting facility for additional info, however no response has been received to date. There have been no other reports of this nature against the reported item or lots. DHR records were reviewed for the reported lot numbers and no nonconformances or abnormalities were noted during in-process or final product inspection. The manufacturer's investigation into this reported event is ongoing. If the sample is received and any pertinent info becomes available, a follow up report will be filed.